Manufacturer narrative:
A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the channel cleaning brush cannot be smoothly inserted into the forceps channel and the coating on the insertion section serpentine tube is peeling off. (1mm² or more). There was no patient involvement.